Event description:
There was no additional event information received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on april 12, 2019, it was reported that the red side was not holding pressure. The customer returned an a.t.s. 3000 tourniquet device, serial number (B)(6), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated a.t.s. 3000ts tourniquet serial number (B)(6) two times as documented in the repair reports in livelink. The last repair was november 8, 2013 where it was reported that the cuffs were not inflating properly and the battery was replaced. This is not a related issue. Product review of the a.t.s. 3000 tourniquet on may 6, 2019 revealed that the main cuff passed the leak test therefore the reported event could not be verified. The reservoir was leaking through the second cuff slow inflate valve and the battery was over 1 year old. Repair of the a.t.s. 3000 tourniquet was performed by zimmer biomet surgical on may 6, 2019 which included replacement of the battery and second cuff clipard slow inflate valve. A.t.s. 3000 tourniquet, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review it was noted that the main cuff passed the leak test and the reported event could not be verified. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the main cuff passed the leak test and the reported event could not be verified. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the red side of the a.t.s. 3000 tourniquet was not holding pressure and there was spontaneous deflation. The event occurred during testing. There was no harm in the event. No patient involvement. No adverse events were reported as a result of this malfunction.